Event description:
It was reported that upon changing the patient¿s position, the ventilator suddenly displayed a &quot;replace circuit&quot; message and generated an audio alarm, which could not be canceled by the silence/reset button. The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The main printed circuit board assembly (pcba) and a pump were received for investigation. The main pcba generated a ¿check circuit¿ error message that would clear and return. The pump generated a ¿high pressure¿ error message but cleared once and returned. The pump rpm ramped up, causing the error message to generate. A ticking sound was also observed from the pump. The main pcba was found to have some defects and the pump failed testing due to bearings failing. Both components, the main pcba and pump, were found to be defective. The customer reported malfunction was verified.

Manufacturer narrative:
(B)(4). The customer informed to have connected the device into a test lung, and it did not deliver gas, and stopped cycling. The device was rebooted, it started cycling, but the ventilation and the alarm settings were changed from the time of the incident. The trend data was recorded only after the reboot. The old data shown was from april to june of 2014. All data after july 2014 vanished. The evaluation and repair of the device has not been yet completed.